Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a gray, unresponsive screen and did not power on, though a green charging indicator illuminated, and blood glucose levels were not affected. Symptoms included no clinical effects. Outcomes included no impact to health or required medical care. Investigation included customer troubleshooting and device exchange logistics and inspection of the returned device. Investigation of this device revealed a screen/display or user interface failure consistent with a device malfunction affecting the device¿s electrical or display component. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or component failure of the display interface.